Manufacturer narrative:
Specific details of the processing run(s) executed on (B)(6) 2018 from which sub-optimal tissue processing had been identified were not provided by the complainant. Manufacturer evaluation of the instrument logs showed that five (5) processing runs comprising at least 570 cassettes were executed on (B)(6) 2018. No use error(s) was identified in relation to the interaction between the user and the instrument either prior to, or during execution of the five (5) protocols executed on (B)(6) 2018, from which sub-optimal tissue processing was identified. Investigation of this complaint found that the instrument operated within specification between (B)(6) 2018 and (B)(6) 2018, which is the period covered by the instrument logs provided. The root cause of the sub-optimal tissue processing reported by the complainant could not be determined from the information available.

Event description:
On 31 august 2018, a leica field service engineer (fse) was advised that tissue in approximately 20 cassettes, which had been processed on (B)(6) 2018, was "over processed (fried)". On 31 august 2018, a leica field service engineer (fse) was onsite to assess the operation and function of the instrument. The fse documented that "air pressure system errors/ vacuum pressure low/ condensate coil blockage errors" were identified. The fse resolved the issue by "repairing multiple air leaks on tubing connection and air tubing". The fse also found that the wax vent, wax bath pressure sensor manifold, the inside of retort a, wax air valves, air system manifold, condensate coil were heavily contaminated with wax. The wax was subsequently removed from the areas identified and the fse performed system verification tests, for which all results were satisfactory; and the instrument was found to be operating within specification. On 04 september 2018, leica biosystems (B)(4) received the following information from the leica senior applications specialist - core histology (fss): "all cases were diagnosed with the exception of one which will require an excision that may or may not have been needed." On 06 september 2018, leica biosystems (B)(4) received the age and gender for the patient for whom the un-diagnosable sample was derived.